Event description:
Pt has itrel 3 neuro unit implanted. The unit is malfunctioning in that remote will no longer turn it off and it is shocking them. The unit was implanted in 1998 and started malfunctioning in 6/00.